Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aorta aneurysm. A gore® dryseal flex introducer sheath was used for access. It was observed a dissection at the right external iliac artery on the confirmation angiography imaging, a bare metal stent was placed. The patient tolerated the procedure. It was reported that the diameter of the right external iliac artery was approximately 7 - 7.5mm, a calcification and stenosis was observed.